Event description:
Pump reported to start smoking while oxygen was in use on a pt. An odor was detected in the room. The pump was unplugged and was discontinued from use. The hosp reported that the power cord had exposed wires. No pt injury reported.